Event description:
It was reported that this right atrial (ra) lead dislodged. A lead revision is scheduled in the near future. It was also noted that an alert was detected for right atrial automatic threshold (raat) suspension as well as low amplitude. This pacemaker system remains in service and there were no adverse patient effects reported.